Event description:
It was reported that during a follow up in clinic while being interrogated, the device started pacing in an unintended mode and the device could not be reprogrammed. The device was re-interrogated, an error message was observed, and the device was successfully able to be reprogrammed. Abbott technical support was contacted and the event was suspected to be due to a telemetry anomaly. The patient was in stable condition.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.